Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, acquired deformity nos. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast reconstruction revision with two unspecified mentor gel implants, suffered bilateral animation deformities, tightness, flattening, and discomfort, post-procedure. There was no evidence of capsular contracture or rupture, reportedly. The complications were diagnosed during an examination. As a result, the patient underwent bilateral implant explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.